Event description:
It was reported to depuy acromed that a moss miami screw broke upon insertion. Surgery time was extended about a half an hour. There were no other adverse consequences to the patient. The product was returned and is currently being evaluated by depuy acromed. No further information is available at this time.